Event description:
It was reported to vyaire medical that a pediatric patient was on the ltv 1150 device via a tracheostomy tube. On the morning of (B)(6), the day-shift nurse arrived to find the tracheotomy had become dislodged at some point during the evening and was unable to get a pulse reading.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: root cause findings: the device event log was reviewed and the incident was confirmed during the review. On the date of the incident it was confirmed that the device was alarming audibly and visually for multiple alarms for a total of 18 minutes until the device was manually powered off. The device was tested and set to ventilate with the same patient settings for a total of 71 hours and confirmed to be functioning as intended without any faults.